Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using the pre-close technique prior to a leadless pacemaker interventional procedure via an 8f sheath. Reportedly, the marker lumen was successfully flushed prior to use; however, when used in the patient, there was no back-flow of the blood within the marker lumen. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to 23f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The obstruction was not confirmed as blood and water came out of the port when tested with water. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The root cause of the reported difficulties and the subsequent treatment is due to the circumstances of the procedure. In this case, it may be possible that challenging anatomical conditions or the patient anatomy (tissue interference) contributed to the obstruction of flow. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.